Event description:
It was reported that 10 of the bd insyte¿ autoguard¿ bc winged shielded IV catheter experienced seal where sterility of the product is compromised. The following information was provided by the initial reporter: during the counting of the catheters in order (B)(4) it was observed that 10 catheters in a vendor sealed box had damage to the packaging (black streaks from ink foil used by vendor). The black foil has prevented the packs from sealing. Ref pics attached. Added to the qc log but might be worth notifying the vendor for awareness. In our pack area we discovered 10 catheters with black steaks on the packaging. This is similar to an issue that we reported in january 2022 (bd ref. (B)(4)). This not a formal complaint but as this is the 2nd time we¿ve reported this issue can you please provide an investigation report.

Manufacturer narrative:
H6: investigation summary a physical sample was not available for investigation but bd was provided with two photos of the issue for evaluation. A review of the device history record was performed for the reported lot, 3024408, and no quality issues were found during production. Our quality engineer reviewed the provided photos and observed a piece of black tape across the top of five units' packaging. The engineer also noticed that the seal at the top of the units' packaging was incomplete due to the black tape. Therefore, based off the provided photo the engineer was able to verify the reported defect. It was determined that this was a manufacturing defect that occurred during the packaging process. Black splice tape was used during manufacturing to challenge the vision system and splice a new roll of top web onto the packaging machine. When performing a splice or challenging the vision system it is the operator¿s responsibility to verify that the taped units are rejected and do not continue through the packaging process. In this case the packaging was most likely not verified to be rejected and the units were packaged.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 10 of the bd insyte¿ autoguard¿ bc winged shielded IV catheter experienced seal where sterility of the product is compromised. The following information was provided by the initial reporter: during the counting of the catheters in order (B)(4) it was observed that 10 catheters in a vendor sealed box had damage to the packaging (black streaks from ink foil used by vendor). The black foil has prevented the packs from sealing. Ref pics attached. Added to the qc log but might be worth notifying the vendor for awareness. In our pack area we discovered 10 catheters with black steaks on the packaging (see the attached photos). This is similar to an issue that we reported in january 2022 (bd ref. (B)(4)). This not a formal complaint but as this is the 2nd time we¿ve reported this issue can you please provide an investigation report.